Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: flat creases, wear abrasion, and a linear opening. A leak test and microscopic analysis were performed which identified: a sharp opening on the posterior side and observed a >1 mm void in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to an unidentified (tear) opening. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.